Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that they received motor error alarm. The customer's blood glucose level was 279 mg/dl at the time of incident. Troubleshooting was performed and customer reports the drive support cap appears normal. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.